Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected on the bus due to the faulty pyxibus cable and retractor bands. A field service engineer reseated both the pyxibus and retractor bands to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the main drawer 3.2 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.